Event description:
It was reported that on (B)(6) 2012 the pulse generator exhibited backup operation (vvi reset) and was reprogramed successfully. On (B)(6) 2012 the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found the device was in backup vvi operation due an integrated circuit anomaly.